Event description:
Lap gastric bypass - "dr. (B)(6), septum of 15mm trocar fell out of trocar and into patient. No abnormal instruments were used, no different technique."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.